Manufacturer narrative:
According to the customer on (B)(6) 2026, the pin/fastener on the lower leg came detached unbeknownst to her and caused the leg to snap off resulting in a fall and serious injuries and damages. There was no further information. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer on (B)(6) 2026, the pin/fastener on the lower leg came detached unbeknownst to her and caused the leg to snap off resulting in a fall and serious injuries and damages. There was no further information.